Event description:
It was reported that the customer had many scratches on the display window and cracks near the battery compartment and reservoir window on the insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked case at the display window corner.